Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed beta human chorionic gonadotropin (bhcg) result. Hsc has reviewed the information provided by the customer and the instrument data. A siemens customer support engineer (cse) was dispatched to the customer site to check the instrument. The cse replaced the sample 1 (s1) drain which is considered normal instrument maintenance and there were no issues found with the system. The cse ran the service method testing and no instrument issues were found. A potential product issue has not been identified. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed beta human chorionic gonadotropin (bhcg) result was obtained on a patient's serum sample on the dimension vista 1500 system. The discordant result was not reported to the physician(s). The same sample was reprocessed on the same instrument on the same date and a higher result was obtained, considered correct and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed bhcg result.